Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Head nurse informed that there was a hair in sterile box. Operation was completed successfully with another implant.

Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was confirmed. Dimensional inspection: not performed as the reported event is not related to the dimensional integrity of the device. Functional inspection: not performed as the reported event is not related to the device function. Material analysis: not performed as reported event is not related to the material integrity of the device. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be confirmed. As the device was returned opened and the sales rep was not present when the event occurred it cannot be confirmed where the hair came from. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Head nurse informed that there was a hair in sterile box. Operation was completed successfully with another implant.